Event description:
It was reported that since (B)(6) 2020, this subcutaneous implantable defibrillator (s-ICD) has been exhibiting increased battery depletion. Boston scientific technical services was contacted and confirmed this depletion to be premature. Device replacement was recommended to resolve the event. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis and is pending investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that since (B)(6) 2020, this subcutaneous implantable defibrillator (s-ICD) has been exhibiting increased battery depletion. Boston scientific technical services was contacted and confirmed this depletion to be premature. Device replacement was recommended within 28 days to resolve the event. The device was subsequently explanted and replaced. The patient was stable with no additional adverse effects reported. The s-ICD was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.